Manufacturer narrative:
The customer performed an additional patient comparison study with creatinine reagent lots 499630, 513870, and 543230. The investigation discovered the creatinine results from reagent lot 499630 and 513870 were positively biased compared to reagent lot 543230. The investigation determined the customer's calibration data was ok. The investigation discovered qc results for level 1 did recover outside of 2 sd, but level 2 qc results were ok. A general system-related issue could be excluded due to calibration and qc being acceptable. The investigation discovered for reagent lot 499631, which was used for comparison results, an absolute positive bias for serum samples of 6-8 ¿mol/l exists. There were no product specifications violated and customers could continue to use the affected reagent lots. Internal investigations have confirmed that reagent lots 513870 and 515538 also show a positive bias of up to 4-5 ¿mol/l (0.05-0.06 mg/dl). The investigation results have shown that the absolute bias for all mentioned affected reagent lots were still within the specified limits. The mean difference of the comparison data provided by the customer from the affected reagent lots were higher than the internal investigations. The investigation concluded that the comparison results have not been performed according to the clsi guideline for method comparison, the number of samples, measuring range, and sample handling, which could explain the higher mean. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation confirmed the customer's calibration and qc data were ok. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable creatinine plus ver.2 results for three patients tested on a cobas 6000 c (501) module serial number (B)(4). The customer performed comparison measurements of approximately 100 previously run patient samples using reagent lot, 534230. The initial creatinine results using reagent lot 49963001 were reported outside the laboratory. The customer confirmed the creatinine results from reagent lot 534230 were not reported outside the laboratory. Three samples were determined to be discrepant. Patient 1's initial creatinine result with reagent lot 49963001 was 89 umol/l, and the patient's repeat result with reagent lot 534230 was 71 umol/l. Patient 2's initial creatinine result with reagent lot 49963001 was 87 umol/l, and the patient's repeat result with reagent lot 534230 was 72 umol/l. Patient 3's initial creatinine result with reagent lot 49963001 was 88 umol/l, and the patient's repeat result with reagent lot 534230 was 70 umol/l.